Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer blood glucose reading was 9.8 mmol/l. Troubleshoot was completed. Customer stated cannot clear the alarm. Insulin pump will be returning for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.